Event description:
Health professional relates event that occurred. Customer did not feel well and tested blood glucose as 85 mg/dl on suspect device. Customer awakened at 3 a.m. In hypoglycemic shock. Pt spent the night in the hosp where blood glucose levels were checked. Customer alleges that the suspect device result was 50 points different from the hospital reading lab result.

Manufacturer narrative:
Standard disclaimer on file.